Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The patient reported that he woke up with a sudden-bad headache on (B)(6) 2016. He had an appointment with his doctor scheduled for (B)(6) 2016. The patient's indication(s) for use were parkinson's dual and movement disorders. Refer to manufacturing report #3004209178-2016-11008 as the patient had two inss and it was not specified which one was the cause.

Event description:
Additional information received from a consumer reported they still had headaches that started about three months after implant. The patient saw their health care provider (hcp) about two weeks ago and they were told the wire was placed securely and they should not worry about it if it was not bothering them every day. The hcp also told the patient that stimulation could be turned off, but they did not recommend turning stimulation off. Stimulation was turned down when the patient met with the hcp. The last time the patient met their hcp was about three months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.